Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg)meter. The sensor was inserted into the abdomen on (B)(6) 2019. It was reported that the readings between the cgm and bg meter had a 60-100mg/dl point difference. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported. The reported allegation falls within the d zone of the parkes error grid.